Event description:
Pentaspline stuck in basket position would not change into olive position. No patient harm occurred another farawave was opened to complete the case. Manufacturer response for ablation catheter, farapulse farawave (per site reporter).